Manufacturer narrative:
Material was not returned; the allegation was unable to be confirmed or not confirmed. As shipped, the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing tests, visual inspection, and sterilization requirements.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention wherein the leads were explanted and replaced for an unknown reason. Further information is currently unknown.